Event description:
It was reported that during a hemiorrhoidectomy, the device temperature was not hot at all, retested twice, per error code 4. The case was completed with cautery. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. While we were unable to recreate the event, we have documented the circumstances as they were reported to us.